Event description:
It was reported that the two adapted epicardial right ventricular (rv) leads exhibited low impedances, high thresholds, and loss of capture. The rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5071-35 lead implanted: (B)(6) 2019; bis-is-15 adaptor implanted: (B)(6) 2019; 5076-45 lead implanted: (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the rapid response team had been called when the patient had a reported heart rate in the twenty beats per minute range post-hernia repair surgery. Lead impedance was known to have fallen dramatically, characterized as abrupt, sporadic dips that would immediately return to baseline. Pacing inhibition was also noted and the lead(s) were reported to have fractured. The lead was noted to have been programmed subthreshold due to high outputs. A procedure was performed where the rv lead was plugged into the left ventricular port of the device and was switched off. The lead in the left ventricular port was plugged into the rv port. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that oversensing was observed.